Event description:
During the procedure the physician needed to clip vessels with ethicon 10 mm clip applier, but the clip applier mis-fired. He tried to release clip with another surgical instrument (hemoclip) but tried to fire clip applier and the handle would not squeeze together. New clip applier retrieved and opened.